Event description:
It was reported by service report that the power cord was damaged. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: power cord plug had broken power prong and was missing the ground prong.